Event description:
The device was used during lower anterior resection procedure. Reportedly, the staples did not form properly and bowel leakage occurred. The surgeon performed a re-operation and an unintended colostomy was performed. The hospital has reported the pt's condition is satisfactory.